Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke. Changed another reload but still had same problem. Changed new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2012. Additional information was requested and the following was obtained: was there any difficulty removing the device from the tissue? Yes. The sales rep didn't know how they removed the device but advised no adverse impact to the patient. The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.